Event description:
It was reported ongoing occlusion alarms occurred, previous dates not provided. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.